Event description:
It was reported that during the use of the product, a "high pressure" alarm went off. No patient injury. *no additional information is available for this complaint.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no physical damage. Functional testing found a record of continuous "high pressure" alarms, however could not replicate reported issue and the detection pressure of the downstream sensor was within specification. Device passed all functional testing. No problem found. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).